Event description:
During the procedure, the hemostasis valve of the sheath broke. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3   one image was received for evaluation that appeared to show the sheath cap detached from the sheath; however, the results of the investigation are inconclusive as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the valve detachment remains unknown.